Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop of the subject device was not returned. The sheath of the subject device was broken off. The operation pipe of the handle was bent and broken off. The fracture surface of the operation pipe showed the shape that occurred after the pipe was buckling. The fracture surface of the coil of the insertion portion was severed by an unspecified tool. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has warned in the instruction manual as follows. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a therapeutic procedure, the subject device was used. After the user ligated the polyp, the user tried to release the loop of the subject device but he couldn't. Therefore, the user severed the insertion portion of the subject device and removed the subject device from the patient. The intended procedure was completed with another device. There was no patient injury reported.